Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17756. It was reported that the patient presented in clinic feeling dizzy and near syncope. Device interrogation revealed that the right ventricular lead was over-sensing and had loss of capture. The patient was scheduled for lead revision. On (B)(6) 2019, the right ventricular lead and right atrial lead were capped and replaced. The atrial lead was capped for unknown reasons. Patient was stable post procedure.